Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. However, additional information has been requested and is not currently available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that 50 dynesys operations in 49 patients were performed between may 2002 and september 2008. One infectious complication necessitating removal of material occurred 2 months after the first operation and 1 month after wound debridement. The bacterium found was staphylococcus aureus. (Journal article: late infections after dynamic stabilization of the lumbar spine with dynesys - jon a. Lutz, philippe otten, gianluca maestretti).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried to receive more information for this case. Trend analysis: was not possible to perform,, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR.. Event summary: in the journal article "late infections after dynamic stabilization of the lumbar spine with dynesys" it is reported that one patient experienced infection one month postoperatively. Review of received data review of the journal article "late infections after dynamic stabilization of the lumbar spine with dynesys". No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - IFU of the device states that ¿early or late infections¿ are ¿adverse effects¿ and should be considered when implanting zimmer biomet devices. Resterilization instruction is given in the same document. - IFU of the device describes the cleaning and sterilization process of the instruments. - gamma sterilization specification of the device certify the suitability of sterilization. Root cause analysis: root cause determination using dfmea: - infectious reaction due to pet/pcu particles due to movement between spacer and facet joint / components => not possible: as material compatibility specification and biocompatibility specification certify the suitability of the material. Particles testing was performed in a rabbit model for pet and pcu debris. - adverse biological reaction due to not biocompatible => not possible: as material compatibility specification and biocompatibility specification certify the suitability of the material. - incorrect formulation / chemistry of ha, unfavorable tissue reaction due to not biocompatible => not possible: as ha conforms to iso 13779. Material compatibility specification and biocompatibility specification certify the suitability of the material. - implants are not sterile due to insufficient packaging => not possible: as packaging specification for cord and spacer, screws, pedicle and set screws, l.i.s cord certify the suitability of the packaging. A systematic issue with design and/or material properties would have been detected as part of a trend review. - infection due to unsterile implant due to insufficient gamma sterilization => not possible: as cleaning process aau q.90.620 gamma sterilization validation aau q.90.701 gamma sterilization certify the suitability of sterilization - adverse biological reaction due to unclean implant => possible: as it is unknown, whether the sterilization process as given in surgical technique for the device was followed. - chemical, thermal and/or mechanical degradation due to resterilization, insufficient resterilization due to insufficient sterile barrier => possible: as no information about any re-sterilization was provided. - fever due to unsterile, unclean and not biocompatible components => not possible: as material compatibility specification and biocompatibility specification certify the suitability of the material. Cleanliness process certify the cleanliness of the material. - loss of package integrity / sterile barrier due to material compromised or loss of sterility => possible: as it is unknown, how the implants were stored in the hospital. However, packaging specification cord and spacer, screws, pedicle and set screws, spacer, l.i.s cord certify suitability of the packaging - chemical, thermal and mechanical degradation of implants, not sterile/clean anymore due to incorrect storage and/or transport => possible: as it is unknown how the implants were stored in and transported to the hospital. - chemical, thermal and mechanical degradation of implants, not sterile/clean anymore due to ageing of materials within the packaging. => possible: as no product reference and lot numbers are given, it is unknown, if the product was implanted prior to sterility expiry date or not. - cord fibres debris due to incorrect cutting of the cord during surgery. Use of a blunt scalpel => possible: as the surgical procedure was not shared. - contamination due to incorrect handling of implants => possible: as the surgical procedure was not shared. - dagrofil green 2/0 thread implanted, thread not intended for permanent implantation due to section of working zone implanted due to incorrect positioning or cord length selection => possible: as the surgical procedure was not shared. - contamination due to implantation of an already unsterile implant due to wrong labeled expiry date and/or too long storage => possible: as there is no information provided on how long the implanted material was stored. - loss of function of the system due to incorrect dimensions of the spacer => possible: as no reference and lot numbers of the implanted material and patient information were given. - infection if sterility date expired due to wrong label symbol => not possible: appropriate documents certify the correct labeling of the material. Conclusion summary: this event is most probably related to the implantation surgery of the dynesys implants, but unlikely related to the device itself. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).